Manufacturer narrative:
A ge rep evaluated the sys and replaced the low voltage power supply and the kv controller board. The sys operates as intended.

Event description:
It was reported that the sys would not produce x-rays. No pt injury was reported.